Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tubing was disconnected from the connector. It was also noticed that the product was used. No other issues were found. Based on the visual exam, the reported complaint was confirmed. Although the complaint was confirmed, a root cause for the disconnection could not be established. All personnel from the production line were notified of this issue. Also, all personnel from the production line were retrained.

Event description:
The customer alleges that the oxygen line to the tube was disconnected from the patient. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. However, current inventory of catalog number 1104 cannula, over-the-ear w/flared nasal pron batch 74f1503100 was inspected and no issues were found than can lead to the condition reported by the customer. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record was reviewed and there were no issues related to this issue neither on the product nor its components during the manufacture of the material. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed due to lack of sample and no picture. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that the oxygen line to the tube was disconnected from the patient. The patient's condition is reported as fine.